Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Was the suture used superficially?

Event description:
It was reported that a patient underwent an excision and plastic surgery for skin tumors on (B)(6) 2023 and suture was used. The patient came to the hospital for treatment due to a "back pigmented nevus" and underwent the procedure. The surgeon used suture for subcutaneous tension reduction and cosmetic suturing. Post-op, the patient returned home. After 20 days since the surgery, the patient's family discovered a suture on the back, and the patient came to the hospital for further consultation. The device extruded. After the doctor learned about the patient's condition, the doctor performed local debridement and suture removal. Three days after removal, the patient reported good healing. Additional information was requested.